Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were somewhat bloody, and had signs of clinical usage. There were no visual non-conformities with the device. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced energy and steam, and did not remain activated. Based upon these findings, the reported failure, "overheated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system overheated. There were no pt effects. A new kit was used to complete the procedure. The product was returned.